Event description:
Pt came to office. Had original surgery for breast augmentation 2004. Had deflation of her right saline breast implant. She was scheduled removal and replacement with new gel implants at her request.